Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call indicating the insulin pump had lost sensor alarm. The customer stated she has tried to find lost sensor and the green light on the transmitter did flash. Customer's blood glucose was 401 mg/dl. The customer was treated with the pump and manual injections. Customer declined to troubleshoot for the high blood and lost sensor alarm. The customer would like to get the 2 sensors replaced. The customer was advised that we will send replacement and agreed to return the sensor.